Manufacturer narrative:
(B)(4). Examination of the returned instrument confirmed the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Event description:
It was reported that the 221750008 pinnacle cup impactor tip was damaged with no further details. Additional information provided after initial report states no disruption in surgery. Product was received and then investigated.